Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while using the device on the funds during a laparoscopic sleeve surgery, it fired, but there was an incomplete staple line at the proximal portion. A new stapler was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.